Event description:
A report was received from (B)(6) stating ¿the cutter is moving well; however it just aspirates the vitreous but it can¿t cut. No pt impact.¿

Manufacturer narrative:
The device has not been received for eval at this time. A supplemental report will be filed should the device become available for investigation. The device and lot history review will be included on a supplemental report. Report 1 of 2.